Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 450 mg/dl. Cause of bg level was unknown. At the time of the report with tandem technical support there was no additional information available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial medwatch reported was that the customer went to the emergency room (ER) due to blood glucose level of 450 mg/dl; cause was reported as unknown. Upon further clarification it was determined that customer experienced non-tandem infusion set bent cannula that caused the elevated blood glucose level. Information was reported to 3rd party manufacturer for reporting. H6: remove codes: 2993, 3221, 4114, 4580, 4614, and 67. The initial medwatch reported was that the customer went to the emergency room (ER) due to blood glucose level of 450 mg/dl; cause was reported as unknown. Upon further clarification it was determined that customer experienced non-tandem infusion set bent cannula that caused the elevated blood glucose level. Information was reported to 3rd party manufacturer for reporting. H6: remove codes: 2993, 3221, 4114, 4580, 4614, and 67.